Event description:
Terumo medical received a letter from a law office stating that: (I) terumo products and/or devices were used or attempted to be used during a cardiac procedure and one or more of products and/or devices allegedly failed, individually and/or in combination with one another, causing alleged damages; (ii) the products and/or devices used was a terumo finecross catheter and runthrough ns extra floppy coronary guidewire, takeru ptca balloon dilatation catheter, and a glidewire hydrophilic coated guidewire; and (iii) decedent suffered catastrophic cardiac complications and died on (B)(6) 2021. The event occurred post procedure. It was reported that the patient didn't have any blood loss. There is a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention.